Event description:
It was reported that the device was leaking oil. The issue was found during the sterilization process. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.